Event description:
When pt was born they used a vacuum suction for delivery. When pt was 3 days old they were seen having a seizure in the hosp by a nurse. Pt was then air evacuated to another hosp where they determined pt had blood on the brain. They were put on medicine for seizures and released after 2 weeks. Pt still has lasting effects from this. Right side is weaker than left. Still receives therapy and will probably continue with therapy for the rest of their life. Pt had another seizure in june of this year which they say is still caused by the blood on brain.